Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The customer reported product problem was confirmed during testing; the buttons worked intermittently. The source of this fault was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a malfunctioning test buttons (membrane). No patient injury or complications were reported in relation to this event.